Manufacturer narrative:
Canaloplasty performed with the itrack advance is unlikely to result in iridodialysis as this procedure avoids significant manipulation near the iris. Following canaloplasty, the surgeon performed a gatt procedure at its their own risk. Gatt is off label for itrack advance. The gatt procedure itself or the forcep manipulations required to perform a gatt procedure are most likely the cause of the iridodialysis.

Event description:
Iridodialysis occurred during itrack advance canaloplasty and gatt procedure for a patient with nvg and pas. Following the canaloplasty with the itrack advance, mst forceps were used to grasp the tip of the microcatheter which was then withdrawn to achieve a 360-degree gatt. Upon completion of the surgery, an iridodialysis cleft of approximately 3 clock hours was observed. The iridodialysis was repaired using 10-0 prolene.